Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly and the motor assembly. The insulin pump had crackled battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 180 mg/dl. Customer's mother stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.